Event description:
During a rescue attempt, the AED voice prompt advised the user to place the second electrode and did not advance to the next expected voice prompt. Investigation of the AED found that a component registered an intermittent value in the impedance circuit. The daily self test record indicated that the AED functioned properly up to the point of use. There was no report of patient injury.

Manufacturer narrative:
The submission of this MDR was delayed due to in-depth failure investigation of the device.